Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report that the needle would not retract when the safety mechanism was activated could not be confirmed from the representative 20ga insyte autoguard units that were received in sealed unit packaging from lot #5105138. A functional test revealed that the needle fully retracted and the retraction time was within specification. No damage or defects were identified on the returned samples. The affected unit was not provided for investigation and the cause of the reported issue could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: the catheter was in her patient the stylet needle would not retract when button on catheter was pushed. I'm just sharing this information with the other ics to have them look at their lot numbers. Additional information received on 7-aug-2025: this happened on 08/02/2025 when placing an IV catheter in a patient, the stylet needle would not retract when button on catheter was pushed. The nurse reported she had to press the button extremely hard for the needle to retract and in the process, her intravenous access was nearly compromised.